Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation shown that a piece broke from the cutter. It is possible the damage occurred because of frequent application with high mechanical stress. Further investigation of the manufacturing and material documents showed compliance with the specifications. Product fault was not found.

Event description:
Cutting surface broke off/badly damage. This is 1 of 1 report for complaint (B)(4).